Manufacturer narrative:
(B)(4).

Event description:
The pt had a fever. There was redness in the subcutaneous catheter and a subcutaneous abscess around the pump pocket. The pt was seen the next day and had marked signs of infection. The pump was explanted. The proximal catheter was drained externally (outside the body) and it was confirmed that there were no abnormalities in the cerebrospinal fluid. The 50 mcg/day of gabalon was administered intrathecally from the proximal catheter until a new pump could be implanted. The abdominal infection subsided. The pt recovered and was re-implanted. The device system was used to deliver gabalon.